Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2013-03749 and 03750.

Manufacturer narrative:
This is one of two device reports associated with this event; the associated MFR report numbers are 1225714-2013-03749 and 1225714-2013-03750. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The add'l info received noted that the pt also experienced heart attack, cardiopulmonary arrest, stroke, sudden cardiac death, and other related injuries. It was further alleged that the pt experienced the cardiovascular event and cardiovascular death on the same date, shortly after receiving treatment that exposed the pt to the product.